Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. Date of event is an approximation. On the same day, it was reported that the patient stated there was a cgm inaccuracy, however, no specific bg or cgm comparison values were reported. It was stated that the cgm was reading higher than the bg meter reading. The patient was asymptomatic and was taken to the emergency room (ER) by his son. At the ER, the patient was treated with unspecified steroids. The patient was discharged home after 4 days. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.